Manufacturer narrative:
Product analysis the reported left common carotid artery occlusion could not be confirmed on the image provided. No scale was seen on the film; therefore, no vessel measurements could be performed. Post-implant CT¿s/angiograms were not provided; consequently, a complete assessment of the stent graft in-vivo configuration or the ballooning part of the procedure could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of an acute complicated 350mm type b aortic dissection. It was noted that during the procedure the patients hemodynamics deteriorated and resulted in a drop in blood pressure temporality. It was said it was a classic aortic dissection, with a primary entry about 20 mm peripheral to the lsca, and a large re-entry in the descending aorta at the aortic valve level, but the dissection did not reach the peripheral from the cia though it reached the abdominal aorta. It was noted there was a cystic aneurysm present near the primary entry tear. It was reported that during the index procedure, that since the cystic aneurysm was present near the primary entry tear, the physician judged that it would be difficult to secure a sufficient central landing length by the deployment directly under the lsca, thus, the deployment directly under the lsca was planned;zone2 tevar, treatment length was about 240 mm. The vamf3430c150tj was deployed from directly under the lcca using the right cfa approach, and subsequently, the vamc3228c150tj was stacked to deploy to the re-entry while overlap marker was ensuring a sufficient overlap length when the lcca blood flow was confirmed by injector contrast, it was considered that the lcca was partially covered because the flow was reflected in the delay. Also it was noted at this time, a type 1a endoleak was also shown in the cystic aneurysm near the primary entry tear, and the physician decided to perform touch-up, to the cystic aneurysm and the central end with a reliant balloon. As a result, the type1a endoleak disappeared, but the blood flow to lcca disappeared as well. A non mdt stent was additionally deployed for lcca reconstruction to create lcca chimney, and the reconstruction was successful. The procedure was completed after confirming the disappearance of type 1a endoleak and the securing of lcca blood flow by injector contrast. Blood pressure decreased for about 3 hours after the procedure, but subsequently it recovered, and the condition of the patient was stable. As per the physician the cause of the event was user error, it was said it was unavoidable to deploy the stent graft just below the lcaa. It was recognized that the device was not the cause, but the operation error by the physician that could not control the deployment position. It was said this was necessary to save the patients life. No additional clinical sequalae were provided and the patient is fine.